Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2016 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 18-sep-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reported patient had ins battery replacement, patient/physician wanted close loop system. Caller reports patient was feeling stimulation before ins placement. Caller reported the lead was placed in the cervical for right side pain. Caller reported patient's pain had returned. Caller reported post ins placement, impedance and connectivity check was normal range. Caller reported since then patient was not feeling any stimulation. No fall or trauma, no excessive neck activity. Caller reported during follow up, impedance were checked and was abnormal, caller did not know when or what those impedance were. Caller reported he had tried different combination, patient felt slight stimulation, not like before ins battery replacement. Prior to calling in, impedance were checked and normal impedance. Re-test electrode impedance with neck movement: reference 0: 2: 979 ohms 4: 877 ohms 1: 887 ohms 5: 873 ohms no repeating impedance reference 1: 0: 887 ohms 5: 1027 ohms 7: 1109 ohms no repeating impedance reference 2 0: 979 ohms 7: 1102 ohms 3 and 4: 993 ohms reference 3 4: 846 ohms 5: 921 ohms 1: 1078 ohms no repeating impedance reference 4 3:846 ohms 5: 750 ohms 7: 955 ohms 1: 1030 ohms no repeating impedance reference 5: 0: 873 ohms 4: 750 ohms 1: 1027 ohms no repeating impedance reference 6: 0: 914 ohms 2: 1078 ohms 3: 996 ohms 4: 890 ohms 5: 819 ohms 1: 1085 ohms no repeating impedance reference 7: 6: 880 ohms 1: 1109 ohms no repeating impedance reprogramming performed: 1 and 6: 550pw/100hz. 10maleft mid scapula regional. At 10ma oor was seen 6/2: 550pw/100hz. Felt no stimulation 5/6: 550pw/100hz: felt no stimulation caller reported CT was performed, lead in proper location. Suggested up close xray on the lead. Redirect caller to patient's hcp. Additional information from the patient indicated that the cause of the patient's loss of stimulation and pain relief was unknown. They stated that a lead revision is to be scheduled. The issue has not been resolved at this time.